Event description:
Event: pt reported that she had a right knee replacement surgery. Freq: inject content of one syringe intra-articularly into left knee once weekly for three weeks. Therapy start date: (B)(6) 2023. Diangnosis for use: unilateral primary osteoarthritis, left knee.